Manufacturer narrative:
This report is submitted on january 12, 2024.

Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site (date not reported). Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2023 in order to clean up the wound and reclose the incision site. It was also reported that, bacterial infection has developed at the implant site which was treated with IV antibiotics twice daily (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.